Event description:
Patient reports continuous red battery alarm and yellow wrench on power module. Internal battery taken out & put back in. No alarm for 15 min then red battery, yellow wrench & cont tone returned.